Event description:
It was reported that via remote transmission, several episodes of noise due to myopotentials were observed. The noise was not reproducible. No further information is available.

Manufacturer narrative:
Company representative.

Event description:
New information received notes the device was reprogrammed.